Event description:
The facility reports the patient was removed from the bath and lowered. The care assistant was helping the patient to dress when the patient fell from the chair onto the floor. The care assistant stated the chair became detached from the hoist and fell the opposite way of the pt. The pt suffered a head injury and was taken to the hospital.